Event description:
During a therapeutic stone retrieval procedure, when the doctor was capturing a stone, this basket collapsed and then detached inside the patient. The physician retrieved it and was able to complete the case successfully with another basket with no patient complications.